Manufacturer narrative:
(B)(4).

Event description:
It was reported " the pump's [battery] died while in transport from the ICU to the or". In order to continue therapy the pump was plugged in when they arrived in the or and then the pump console was switched for another console. It was also reported that "the patient did not sustain an injury or expire". The patient's current condition reported as "critical" and it is repored that the patient was critical before the alleged defect. Please see associated MDR# 3010532612-2024-00224.

Event description:
It was reported " the pump's [battery] died while in transport from the ICU to the or". In order to continue therapy the pump was plugged in when they arrived in the or and then the pump console was switched for another console. It was also reported that "the patient did not sustain an injury or expire". The patient's current condition reported as "critical" and it is reported that the patient was critical before the alleged defect. Associated MDR# 3010532612-2024-00224.

Manufacturer narrative:
(B)(4). The reported complaint of "pump died while in transport" is not able to be confirmed. No part or recorder strip was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.